Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: b4, b5, g4, g7, h2, h3, h6. Reported event was confirmed by review of medical records. Operative notes identify that the patient underwent a revision due to pain and instability and the bearing was removed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 183044, femoral component, lot # 364720, 184764, series a pat std 31 3 peg, lot # 271230, 141223, tibial tray, lot # j3952825, 0011314001, bone cement, lot # 86234594.

Event description:
It was reported that approximately 1 year post implantation, the patient was revised of the bearing due to pain, difficulty ambulating, pain, tendinitis, swelling, tendon tear, decreased adls and instability. Attempts have been made and no further information has been provided.